Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material located approximately 4mm proximal of the proximal edge of the distal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip or markerbands that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8.0 x 20 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8.0 x 20 75cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8.0 x 20 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8.0 x 20 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.